Event description:
The customer complained that a patient sample result was nonreactive with liaison® murex xl hcv ab (s/co = 0.61), but reactive (s/co = 1.17) on the laboratories chemistry analyzer (siemens atellica). The customer is running liaison® murex xl hcv ab after siemens for confirmation of reactive results. The chemistry department runs first and when the result is reactive the sample is tested on the diasorin instrument. All positive results need to be reported to the department of health and when the chemistry department supervisor reported online she saw that this patient had a previous history of positive (B)(6). Previous results for this patient are not available and it is the first time a sample from this patient was received in this lab.